Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided assistance with resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. Cts instructed the caller to contact them again if the malfunction code recurred, which the caller acknowledged and understood.